Event description:
Patient with a burst fracture at l5, requiring a cage. Neurosurgery placed a interbody cage device expandable globus titanium cage. It was noted that the cage "shifted" and required explantation and a redo.